Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer shocked several clinicians on several occasions including retrieving paper from the tray and placing a wand over a patient where the clinician was shocked and left with a mark on the skin. A patient was shocked around the neck. No injury was noted. The clinicians and patient were stable.

Manufacturer narrative:
The field complaint that the programmer shocks the user could not be verified. During analysis, the programmer was run on the electrical leakage tester and hipot tester and all tests were passed. The programmer was then powered on and operated with no shock sensations felt. The programmer's protective housing was inspected and was found to be fully in tact. The uut was then disassembled and visually inspected, paying particular attention to grounding, but no issues were found. No shock causing anomalies were found at the time of analysis.